Event description:
The hospital reported the physician was planning to perform a procedure on the pt. The physician inserted the scope approximately 60 cm. When he noticed the condition of the pt's tissue and decided to abort the procedure. The pt's tissue was reportedly friable due to ulcerations and necrosis. The physician did a flat plate of the pt's abdomen and free air was noted. The pt was subsequently taken to the operating room where a laparotomy and oversewing of the tear was performed. The pt expired three days later.